Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit went ventilator inoperative with error code message of machine and proximal pressure sensors failed. It is unknown if the device was in clinical use at the time the reported issue was discovered; but there was not harm to the patient or user reported.